Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, the original cuff placed around the urethra was not occluding the urethra as it was too loose, the size selected in the original surgery was simply too big. The aus was explanted, replaced, and the cuff was downsized. There is no additional information reported.